Event description:
The patient was seen in clinic and presented with high lead impedance and then the neurologist reduced the patient's medications. There was no report of any trauma to the area. The patient's device remains on and x-ray images were taken and received for review. The generator location could not be assessed due to the zoomed in image provided. Due to the angle and quality of the image, the connector pin being fully inserted could not be assessed. The filter feedthrough were confirmed to be intact. There was only a zoomed in image showing the generator received and the patient's neck region is not shown. Therefore, no assessment could be provided in regard to strain relief and the lead being intact with no gross fractures, discontinuities or sharp angles. There was a portion of the lead that appeared to be routed behind the generator. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received noting that the patient underwent full revision surgery due to high impedance and once the generator was removed, the lead was found to be broken. The patient's replacement surgery facility is known to discard products after surgery. No other relevant information has been received to date.